Event description:
Received a report from consumer's mother indicating on (B) (6) 2010, her daughter felt ill while using tampons during her menstrual cycle. On (B) (6) 2010, her daughter sought a medical examination and subsequently was admitted to a hospital where her condition deteriorated; wherein she experienced multi-system organ failure until her death on (B) (6) 2010. Please note limited information was provided by the reporter regarding her daughter's hospitalization, treatment, formal medical diagnosis, secondary diagnoses, etc; and no information was provided regarding other medical condition(s) that may have contributed to the reported adverse event.

Manufacturer narrative:
Verbally advised lot code information provided by the reporter has been sent for investigation. We await the results. We have requested and await more information from the reporter regarding her daughter's experience and the return of the product for evaluation.